Manufacturer narrative:
Upon further evaluation, service found the bending angulation was insufficient, the insertion tube was wrinkled and had leakage. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that reduced angulation was observed while preparing the subject device for a procedure. Another similar device was used for the small intestine examination procedure with no delay. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing, service found the metal mesh of the insertion tube was exposed. This report is being submitted for the malfunction (exposed metal mesh) found by service during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the insertion tube of the device was found to have wrinkles. Probable causes of the reported event include: internal braids of insertion tube were broken by coiling the tube small. The broken braids protruded from resin coating on the tube. A final root cause of this event was unable to be identified. The instructions for use include: ¿important information ¿ please read before use: warnings and cautions: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result.¿ olympus will continue to monitor field performance for this device.